Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 56-57 mg/dl; cause was not known. Reportedly, the customer required assistance addressing bg levels with crackers. Recommendation was made to consult with a healthcare provider to discuss diabetes management.